Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted in the esophagus to treat a 9cm stricture due to esophageal cancer during an esophageal stenting procedure performed on march 6, 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was attempted to be deployed; however, the thread got stuck, and the stent was unable to be fully deployed. The stent was removed from the patient partially deployed and another ultraflex esophageal stent was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex esophageal distal release covered stent was received for analysis. The stent was returned partially deployed. Visual examination found the suture was knotted. Functional test related to the deployment could not be performed. No other damages were noted to the device. Product analysis confirmed the reported event of a partially deployed stent. Procedural factors such as lesion characteristics, device handling, and the technique used by the physician were the most likely contributors to the damage observed on the device. These damages may have prevented full deployment of the stent during the procedure, resulting in the partial deployment noted during product analysis. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted in the esophagus to treat a 9cm stricture due to esophageal cancer during an esophageal stenting procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was attempted to be deployed; however, the thread got stuck, and the stent was unable to be fully deployed. The stent was removed from the patient partially deployed and another ultraflex esophageal stent was used to complete the procedure. There was no patient complications reported as a result of this event.